Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. 7pcs retention samples of inner shield and outer cover pull force, all results passed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the cap of the bd micro-fine¿ plus pen needle could not be pulled out. The following information was provided by the initial reporter: ¿the patient was admitted to hospital because of diabetes and received subcutaneous insulin aspartic injection as advised by the doctor. At 20:16, on (B)(6) 2022, when the nurse was preparing to use a disposable injection pen to inject insulin with a needle for the patient, the needle cap could not be pulled out and could not be used any longer, so it was replaced without causing adverse consequences to the patient. "